Event description:
A customer reported to olympus, the colonovideoscope check light guide was too dark and adjust bowden cables. Thre was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: auxiliary channel had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the malfunction documented in b5, due to wear of scope cover packing, water tightness was lost. Due to wear of lock engagement lever, up/down knob could not be locked securely. Due to dirt on the light guide lens, illumination was uneven. Because the adhesive between connecting tube and mouthpiece was detached, insertion section rotates. Due to breakage of light guide bundle, illumination was poor. The light guide lens had a chip. Adhesive on bending section cover had wear. The connecting tube had a scratch. Due to deterioration of connecting tube, metal part was exposed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the scope connector cover. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.